Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a primary vasopressin 100u/255ml was programmed to infuse at 0.04mg/min or 6cc/hr, but 100 units of vasopressin (255ml) infused in a short amount of time. The customer states that they believe the event occurred because of a broken top hinge of the interior door. The devices have been saved for investigation. Additional frequent monitoring of vital signs, labs, and "medication changes" were made as a result of this event.

Manufacturer narrative:
Undetermined or unknown cause. The customer¿s report of an overinfusion of vasopressin was confirmed. Physical inspection of the device noted a crack at the lower door hinge. The membrane frame was damaged and was missing the piece where the platen¿s upper hinge is secured. Fluid ingress was observed in the cavities where both iui¿s are seated, underneath the membrane frame and on the bottom interior of the rear case. There were no anomalies observed on the returned primary set. Analysis of the pcu event log shows that vasopressin was programmed to infuse at 6ml/hr; however it was paused after approximately 1 hour and 47 minutes. The volume recorded as having infused during this period was 10.589ml. Unregulated flow was confirmed during functional testing of the device. The root cause was identified as due to a damaged membrane frame; the part of the membrane frame that secures the platen¿s upper hinge was cracked and missing.